Manufacturer narrative:
Evaluation summary: a review of the device history records indicates that these items were manufactured, inspected and packaged within the established and validated parameters. The returned devices met all print specifications, except as follows: the stem is still inserted into the tibia baseplate, and is sheared into two pieces at the junction point between the stem and the plate. Scanning electron microscopic (sem) analysis shows fatigue striations that indicates the fracture occurred by fatigue, with the crack initiating on the lateral side of the taper. An examination of the early crack growth region shows evidence of chemical interactions consistent with the presence of bodily fluids. No evidence of third party foreign particles was found. Energy dispersive spectroscopic (eds) analysis of the component showed titanium (ti), aluminum (ai) and vanadium (v) peaks in spectrum, which is consistent with the tyvanium alloy from which the device is manufactured. Neither the sem nor the eds analyses found any evidence of any material or manufacturing anomalies. There is a significant amount of bone cement (approximately 6 mm thick) on the medial side of the base plate. It appears that this additional bone cement was utilized to make up for a potential bone defect instead of utilizing a medial augment. (The x-rays provided from 2009, which would be of the components currently in vivo, show that an augment is currently in place in this area). From a close examination of the x-rays from five months prior, it appears that the stem fractured in vivo, and that the medial portion of the base plate had subsided, causing the stem to press against the lateral and anterior cortical wall of the tibia. According to the x-rays provided, a 6320-00-103 constrained femoral component was used along with the reported components. Among these reported components is a 6276-02-611 primary ultracongruent articular surface. According to surgical technique, "the components of the natural-knee ii constrained knee system are not compatible with any components of the natural-knee ii system other than the patellar components." Based on this information, zimmer considers this combination of products to be an off-label use. Additionally with in this technique it states, "an overweight or obese patient can produce loads on the prosthesis which can lead to failure of the cement and/or device." It is reported that this patient is morbidly obese. While a definitive root cause for this event cannot be determined from the information available, the likely cause of the taper fracturing on the tibial baseplate is subsidence of the medial side (where the large amount of bone cement was used, as noted above). This condition allowed the distal end of the stem to come in contact with the cortical wall of the tibia. The bending moment created by this situation likely led to the crack that initiated on the lateral side of the taper, eventually resulting in complete fracture. (Immediate post-op x-rays could have provided additional confirmation of this cause). Further, the subsidence of the tibia could have been made worse by the off-label combination of the implants. Since an ultracongruent articular surface (which is part of the nonconstrained system) was used instead of a constrained articular surface, unanticipated forces may have been transmitted to the baseplate due to the lack of constraint. Given that the patient is reported to be morbidly obese, any forces being transferred through the stem would be magnified, resulting in a higher likelihood of failure. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.

Event description:
It is reported that the devices were implanted in 2006, and revised in 2009, due to the components breaking. X-rays two months prior, appeared normal with stem baseplate at 90 degree angle. In 2008, stem-baseplate measured at 92 degree lateral angle (88 degrees medial). In 2009, stem-baseplate measured at 95 degree lateral angle (85 degree medial).